Event description:
The customer reported that the system displayed a collimator error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation and determined that the high voltage cable was damaged. The customer replaced the high voltage cable and reported that the system operates as intended.